Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported she is having problems with the unit. Caller stated she woke up at 3 am this morning and charged the ins. Caller stated then by 8 am the ins went completely dead. Caller stated she usually gets 12 hours but did not even get 6 hours of charge. Caller stated this has been going on for 6 months if not more. It was recommend that the patient go to the hcp to check the charging logs before replacing anything. No symptoms were reported. Additional information was reported that there are not been any changes made to the programming recently and do not know the circumstances that led to their ins lasting from 12 hours to not even 6. No steps have been taken to resolve this issue as the patient cannot be seen for six months. The issue has not been resolved at this time.